Event description:
It was reported by service report that the fowler goes up a few inches and drifts back down. It is unknown if there was a patient involved or if there were adverse consequences reported.

Manufacturer narrative:
Result: fowler brake.